Event description:
During verification testing at the service ctr, channel a of the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The probable cause of the s321 error may be due to a loose motor. This report represents all the info known by the reporter upon query by hospira personnel.